Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This medwatch report is for the suspect device used in system 1. Reference medwatch report with patient identifier (B)(6) for the suspect device used in system 2.

Event description:
Reporter alleged obtaining a result of 170 mg/dl on aviva system 1 compared back to back with the results of 369 mg/dl, 147 mg/dl and 261 mg/dl on aviva system 2 when testing was performed within 10 minutes. Reporter stated he had taken 5 mg of glipizide and 500 mg of metformin one hour and forty minutes prior to the comparison readings. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.